Event description:
It was reported that the customer's blood glucose was 446 mg/dl. Customer stated he did not treat for high blood glucose and it was high because he was sick. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.